Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. An unspecified stent implant was deployed. The 3.0x08mm voyager nc balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. There was reportedly no issue or leak noted during preparation of the nc trek bdc. The nc trek bdc was advanced for post-dilatation; however, the bdc could not be fully inflated when attempted to be inflated to 16 atmospheres (atm), and the bdc was removed without reported issue. Reportedly, there was no hole or tear noted in the bdc balloon or shaft. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.